Manufacturer narrative:
(B)(4). D4: product ID was provided for two screws however, it is unknown which of the two screws was removed. Therefore, the screw removed could be any of the following: 47483504501 - 3.5mm cort. Screw 45mm lng s- 65271268. UDI: (B)(4). Manufacturing date: mar 25, 2022. Expiration date: mar 5, 2032. 47483505001 - 3.5mm cort. Screw 50mm lng s- 65271270. UDI: (B)(4). Manufacturing date: feb 14, 2022. Expiration date: jan 24, 2032. D10: item # 47493501003, one-third tubular plt 10 hole, lot # unknown. Item # 47483505001, 3.5mm cort. Screw 50mm lng s, lot # 65271270.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item # 47493501003, one-third tubular plt 10 hole, lot # unknown. G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a study database that a patient had a syndesmotic screw removed on the day of the initial procedure due to soft-tissue interposition preventing reduction with ongoing distal tibiofibular diastasis; the patient also developed a wound infection with a discharging sinus that required multiple courses of oral antibiotics. Only the screw was removed. Both events were considered possibly related to the procedure and the device. Both events resolved. Attempts have been made and additional information on the reported event is unavailable at this time.